Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: the exact cause of inaccurate delivery leading to unintentional coverage of the left common carotid artery, proximal type I endoleak, and thrombus leading to cerebral infarction that occurred 13 days after implant procedure cannot be conclusively determined from the single pre-implant cta image provided. Additional pre-implant films and films at implant were not provided. Analysis of the single pre-implant cta image did not reveal any obvious characteristics that could explain the cause of the events.

Event description:
Additional information received. After implanting the most proximal valiant stent graft a proximal type I endoleak was observed. After implanting another manufacturer¿s stent graft, the endoleak was reduced but was not completely resolved. Additionally, the patient was given medication to treat the cerebral infarction that occurred thirteen days post index procedure. Per the physician, the cause of the cerebral infarction was unknown but was possibly caused by thrombus.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 15 cm in length thoracic aortic dissection. A valiant closed web device was used as the most proximal device during the index procedure. It was reported that during the index procedure the proximal end of the valiant stent graft was unintentionally implanted slightly covering the left common carotid artery. The device had intended to be implanted below the left subclavian artery. The physician elected to implant another manufacturer¿s stent graft and also implanted a bare stent in the left subclavian artery in order to secure blood flow. The physician elected not to perform a coil embolization in the left subclavian artery due to the observation of a gap between the stent graft and the artery that was generating antegrade flow. Approximately thirteen days post index procedure the patient experienced a cerebral infarction. Per the physician the cause of the inaccurate delivery was due to the device being pushed by the blood flow. Per the physician the cause of the cerebral infarction was unknown. No additional clinical sequelae were reported.